Manufacturer narrative:
The user was admitted to hospital on friday 23-may-2025 due to a brain bleed. The event was happened on 23-may-2025 at around 9 am. According to the authorized representative, the user presented brain bleeding due to blood thinners.the user received pallets as treatment at the hospital.the user's hcp was aware of the event.as per dms, user is not using the system since 23-may-2025 at 4:21 pm since the hcps of the ER disposed the transmitter.

Event description:
On 26 may 2025, senseonics was made aware of an incident where user was admitted to hospital on (B)(6) 2025 due to a brain bleed. The event was happened on 23-may-2025 at around 9 am. According to the authorized representative, the user presented brain bleeding due to blood thinners.the user received pallets as treatment at the hospital.the user's hcp was aware of the event.as per dms, user is not using the system since 23-may-2025 at 4:21 pm since the hcps of the ER disposed the transmitter.

Manufacturer narrative:
B4. Date of this report 09 july 2025. G3. Date received by the manufacturer? 09 july 2025. H6. Health effect - clinical code updated to 1891.